Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The auto/man switch was replaced. The hospital reported the auto/man switch was broken. There was no report of patient involvement. May require medical intervention to prevent patient injury the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the auto/man switch was broken. There was no report of patient involvement. May require medical intervention to prevent patient injury